Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+ and a tethered septal leaflet. One clip was successfully implanted. To further reduce tr, an additional clip (50327r1078) was prepared. During preparation, trains of bubbles migrated from the back to the distal end. The issue was able to be resolved and clip was successfully implanted. To further reduce tr, an additional clip (50416r1097) was prepared. The same issue occurred during preparation. The issue was able to be resolved and the clip was inserted. While advancing the clip into the right ventricle, interaction with either the second clip or the chordae was observed. Troubleshooting was performed and the clip was able to be freed. The clip was then repositioned and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed. Upon retracting the clip into the steerable guide catheter (sgc), the clip arms interacted with the eustacian ridge. Troubleshooting was performed and was able to be freed. The procedure was then discontinued. Tr was reduced to a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+ and a tethered septal leaflet. One clip was successfully implanted. To further reduce tr, an additional clip (B)(6) was prepared. During preparation, trains of bubbles migrated from the back to the distal end. The issue was able to be resolved and clip was successfully implanted. To further reduce tr, an additional clip (B)(6) was prepared. The same issue occurred during preparation. The issue was able to be resolved and the clip was inserted. While advancing the clip into the right ventricle, interaction with either the second clip or the chordae was observed. Troubleshooting was performed and the clip was able to be freed. The clip was then repositioned and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed. Upon retracting the clip into the steerable guide catheter (sgc), the clip arms interacted with the eustachian ridge. Troubleshooting was performed and was able to be freed. The procedure was then discontinued. Tr was reduced to a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.